Manufacturer narrative:
Investigation findings: 3252. Investigation conclusion: 61. The screwdriver returned to alphatec spine for evaluation. Visual inspection found a clean shear fracture of the distal tip. The separated portion of the tip did not return. The failure appears to be the result of torsion, which is consistent with its designed use. The screwdriver is used in conjunction with a ratcheting axial or t handle to insert the screw into the pedicle of the patient. Excessive torque was likely used during final tightening which caused the tip to shear. Device evaluation: review of the device history record was performed. Pn 17140 ln 8729901 was manufactured to drawing rev k. Qty 40 were inspected by qc on 03/02/2021. During inspection, it was noted the devices had two non-conformances related to the ¼" square: 24.14±0.12mm measured 26.32-26.339mm. R2±0.07 measured 2.097 to 2.176mm. Both non-conformances were addressed under ncmr-008852. Quality engineering deemed the devices as use as is. The nonconformance had no impact on existing inputs and does not affect the fit or function of the device.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported the distal tip of the driver broke off during the final tightening process. There were no fragments left in the patient. There were no patient symptoms or complications reported as result of this event.